Event description:
It was reported that upon interrogation, a reveal implanted loop recorder showed no visible r-waves on the ECG but did show ventricular sense markers. The system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.